Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. No unexpected low battery alarms or battery out limit alarms noted. The pump was received with unresponsive up arrow button due to corroded keypad traces. The pump was received with cracked case at display window corners and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 80 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.